Event description:
It has been reported to philips that there was a problem with the wireless footswitch during a diagnostic procedure. The procedure was completed using the wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Per the information collected, the wi-fi led indictor was red and the battery led indicator was green, which indicates an error in the wireless connection. Based on the information provided, the root cause is most likely caused by local circumstances or a hardware defect. Philips has not been able to determine the cause of the reported problem. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0648-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer currently uses the wired footswitch instead of the wireless footswitch. Codes were updated based on the investigation outcome.